Manufacturer narrative:
Correction: please retract this report 2017865-2018-15002. This event was previously reported on MDR 2938836-2018-11194 under the correct serial number (B)(4)..

Event description:
It was reported that the patient presented for explant procedure on (B)(6) 2018 due to an infection. Purulent drainage from the pocket was noted. The system was explanted. The procedure was tolerated well without complications.